Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented during generator change on (B)(6) 2018. During generator change procedure, it was noted that the lead impedance was greater than 2500 ohms in both unipolar and bipolar. There were also loss of capture and the lead was fractured as well. The lead was capped and replaced. Patient was stable throughout the procedure and was doing well.